Event description:
It was reported that the pt experienced sound quality issue. Programming adjustments were made, however, the problem was not resolved. Surgery to explant the pt's device and reimplant another device will be discussed.